Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 49559ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for one patient sample. The initial troponin result generated on the alinity I processing module was 191 pg/ml. Per the customer, the patient got tested at another lab using the ortho clinical diagnositcs platform and generated a result of 0.1 pg/ml. The sample was tested by a third party that uses the beckman coulter platform and obtained a result of 71.5 pg/ml, which is noted to be clinically high and comparable to the initial result. The customer¿s reference ranges are males < 19.8 pg/ml and females < 13.8 pg/ml. The customer did not provide additional patient information. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for one patient sample. The initial troponin result generated on the alinity I processing module was 191 pg/ml. Per the customer, the patient got tested at another lab using the ortho clinical diagnositcs platform and generated a result of 0.1 pg/ml. The sample was tested by a third party that uses the beckman coulter platform and obtained a result of 71.5 pg/ml, which is noted to be clinically high and comparable to the initial result. The customer¿s reference ranges are males < 19.8 pg/ml and females < 13.8 pg/ml. The customer did not provide additional patient information. There was no impact to patient management reported.